Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having blood glucose of 258mg/dl and excessive air bubbles in the reservoir and infusion set. Customer treated with a bolus. Troubleshooting found that the customer was hospitalized for high ketones and that the pump was not delivering insulin due to the air bubbles. During troubleshooting, the customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. Customer was unable to troubleshoot further and was advised to do a complete set change and monitor the air bubbles. Customer was advised to call back if there were any further issues.